Manufacturer narrative:
An event regarding a revision due to infection involving an unknown knee was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as the device was not properly identified. Conclusions: it was reported that patient had undergone revision due to infection. The exact cause of the event could not be determined because the devices were not returned for evaluation and no medical information was provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Postoperative diagnosis: patient underwent primary l tka in 2010 which is outside the scope of cors. Patient underwent I&d washout and liner exchange (B)(6) 2013. Attempt at keeping implants failed and all components were removed in a revision for pji in (B)(6) 2013. Reported as cors per 1116 knee. Only liner exchange was captured then as we didn't have access to the 2010 implant records. On (B)(6) 2014, the patient was revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Postoperative diagnosis: patient underwent primary l tka in 2010 which is outside the scope of cors. Patient underwent I&d washout and liner exchange (B)(6) 2013. Attempt at keeping implants failed and all components were removed in a revision for pji in (B)(6) 2013. Reported as cors per 1116knee. Only liner exchange was captured then as we didn't have access to the 2010 implant records. On (B)(6) 2014, the patient was revised.